Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was reported (the patient's weight was provided).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0mg61, implanted: (B)(6) 2014-, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was in the operating room at a revision case having the entire system explanted and re-implanted but the lead had migrated too deep under the sacrum. The rep wanted to know if there was any techniques they could use, and lead messaging techniques were reviewed. The rep reported that the lead broke upon removal and fragments remained. It was noted that the physician tried multiple attempts and spent an hour trying to find a way to dislodge prior to the breakage. The rep noted that the replacement system was placed with no issues, further stating that the lead was placed on the other side. No patient symptoms were reported and patient was doing fine. No further patient complications were reported/anticipated as a result of this event.